Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain :pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding intermenstrual. Previously administered products included for contraception: mirena. Concurrent conditions included menses irregular, polymenorrhoea, ovarian cyst, lower abdominal pain, uterine leiomyoma, adhesion, pregnancy, lower abdominal pain, low back pain and leg pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstural bleeding"). The patient was treated with surgery (robotic da vinci hysterectomy (full, lavh) with bilateral salpingectomy, lysis of adhesions and endometrial ablation-(B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and menstrual disorder had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device threaded into the right ostium with 4 coils viewed. The essure device threaded into the left ostium with 3 coils viewed. Discrepancy noted:patient did not undergo essure confirmation test, whereas report of hysterosalpingogram were reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Pathology test - on (B)(6) 2016: the left fallopian tube measures 6 x 0.9 cm, including fimbriated end. Cut surface reveals a metallic implant present in the fallopian tube. The other fallopian tube measures 6.5 x 0.7 cm, including fimbriated end. Cut surface of this tube also reveals a metallic implant. Ultrasound scan - on (B)(6) 2012: uterus with nml. Endo. Canal. The essure slips are seen bilateral rt. Ov nml. Lt ov enlarged with a 4.0x3.4 cm complex cystic mass. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,menorrhagia and irregular vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain :pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding intermenstrual. Previously administered products included for contraception: mirena. Concurrent conditions included menses irregular, polymenorrhoea, ovarian cyst, lower abdominal pain, uterine leiomyoma, adhesion, pregnancy, lower abdominal pain, low back pain and leg pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (robotic da vinci hysterectomy (full, lavh) with bilateral salpingectomy, lysis of adhesions and endometrial ablation-(B)(6) 2012). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and menstrual disorder had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device threaded into the right ostium with 4 coils viewed. The essure device threaded into the left ostium with 3 coils viewed. Discrepancy noted:patient did not undergo essure confirmation test, whereas report of hysterosalpingogram were reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occlude. Pathology test - on (B)(6) 2016: the left fallopian tube measures 6 x 0.9 cm, including fimbriated end. Cut surface reveals a metallic implant present in the fallopian tube. The other fallopian tube measures 6.5 x 0.7 cm, including fimbriated end. Cut surface of this tube also reveals a metallic implant. Ultrasound scan - on (B)(6) 2012: uterus with nml. Endo. Canal. The essure slips are seen bilateral rt. Ov nml. Lt ov enlarged with a 4.0x3.4 cm complex cystic mass. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,menorrhagia ,irregular vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs and mr received : reporter's information updated. Lot no. Added. New event:abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, ,pelvic pain, abnormal menstrual bleeding were added. Events outcome were updated: pelvic pain, abnormal menstrual bleeding. Medical history , historical drugs, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.